Event description:
The patient's family member called lifescan (lfs) in 2005 and alleged that the patient's meter was reading inaccurately erratic. The patient obtained results of 374, 394, and 567 mg/dl on her meter withon 10 minutes. She did not report that the test strips used were peeling, however, she was still able to test on the meter. She contacted her phsyician for advice and she was told to increase her insulin and to increase her testing frequency. No othe rtreatment was reported.